Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support and was advised to continue using the pump unless further malfunctions occurred.